Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d234vrc, implantable cardioverter defibrillator: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. Ventricular pace impedance decreased from an approximate baseline of 500 ohms (the week ending (B)(6) 2010) to a new approximate baseline of 325 ohms (the week ending (B)(6) 2010).

Event description:
It was reported that there were increasing pace/sense impedance values and lead damage. The lead was explanted and replaced. The patient was enrolled in the optilink hf clinical study. No patient complications have been reported as a result of the event.